Manufacturer narrative:
Corrected field: product available to stryker (d9). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. However, based on the provided blueprint case studies a formal medical opinion was sought: the device was utilized as intended for treating rc-tear arthropathy during the 2022 surgery. The surgeon's initial plan to correct the glenoid inclination with the implant to achieve the correct rsa-angle didn't seem to be the case on the provided images. This may have contributed to potential dislocation or instability of the construct, as observed in the 2025 surgery, where the baseplate appears tilted superiorly. However, it is difficult to attribute the event to a user problem because we have no early postoperative images to compare the position of the glenoid baseplate to its pre-revision position. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was reported that the: "patient had a dislocation/ unstable construct. Surgeon advised in revision notes that baseplate may have been positioned slightly high."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was reported that the: "patient had a dislocation/ unstable construct. Surgeon advised in revision notes that baseplate may have been positioned slightly high."